Manufacturer narrative:
A customer in the united states notified biomérieux of misidentification of escherichia coli as shigella sonnei in association with vitek® 2 gn ID test kit. The customer submitted the strain for evaluation. An investigation was performed. The organism was subbed and tested in duplicate on both the customer lot and a random lot of gn cards. Api® 20 e was also performed. On all cards tested, a slashline ID of shigella group/ e. Coli was obtained. Api 20 e gave a good ID (97.2%) of e. Coli. Therefore, the final identification is e. Coli. A comparison of card reaction results obtained by the customer against expected reaction results for e. Coli revealed 3 atypical negative reactions (dsor, agal, phos). It should be noted that, on lab reports giving and identification of shigella, an analysis message of "confirm by serological tests" appears. The investigation concluded that the vitek® 2 gn ID cards are performing as expected and no further action is needed.

Event description:
A customer in the unites states notified biomérieux of misidentification of escherichia coli as shigella sonnei in association with vitek® 2 gn ID test kit, lot 241394340. The patient was seen in the ER on (B)(6) 2017 and diagnosed with a generalized (not organism specific) urinary tract infection (uti). The patient was given ceftriazone IV and im during the ER visit and discharged with oral bactrim. The customer performed vitek® 2 gn ID testing on an isolate obtained from the patient's urine specimen during this ER visit and received an ID result of shigella sonnei. The customer does not have serological testing in house, so the isolate was sent to the state of nm health lab for confirmation. Result of preliminary shigella sonnei was reported on the patient's chart pending the confirmatory results by the state lab, which were not received until (B)(6) 2017. The state lab reported that the isolate was not shigella sonnei. At this time, the organism was revived from the plates held in storage, and the customer repeated vitek® 2 testing of the isolate. The customer still received an ID of shigella sonnei. The customer then sent it to (B)(6) reference labs for further ID confirmation. (B)(6) identified the isolate as escherichia coli. The patient's results were corrected in the patient's chart. An amended report was created. The patient had been seen in a follow-up appointment with their physician on (B)(6) 2017. The chart from this visit indicated that the uti had resolved with the antibiotics prescribed in the ER on (B)(6) 2017. There were no changes made to the patient's medications as a result of the shigella preliminary results. Patient results were affected, and wrong results were reported to a physician. There is no report from the customer that incorrect treatment was given to the patient. There was a delay of greater than 24 hours in reporting patient results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.